Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). D4) catalog#: unknown but referred to as a cook celect platinum filter. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k): k121629. (B)(4). Summary of investigational findings: investigation is based on event description and image review. The single low quality image demonstrates a suprarenal celect platinum ivc filter with insignificant tilt and penetration involving both the right and left primary filter legs, extending greater than 3 mm outside of the column of contrast. There also appears to be a small amount of thrombus present within the ivc filter, occupying 25- 50% of the cone of the filter on this projection. The dwell time of the filter was not discussed, but it is reported that "something went wrong and the whole system got jammed in the patient's jugular vein because the whole filter was not re-sheathed and the hooks were outside hanging from the inner sheath." There was no comment regarding it being difficult to originally capture the filter or retract the filter into the sheath, suggesting that the penetrations observed on the initial venogram were clinically irrelevant. There is also no discussion in the complaint report regarding any symptoms that could be attributed to these penetrations. Fortunately, access was gained via the femoral vein and a larger sheath was placed, removing the ivc filter via a femoral approach, necessitating "a minor open surgery of the vein." Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. No evidence to suggest that this filter was not manufactured according to specifications and nothing indicates that it did not perform as intended. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: "reported faulty filter after it had to be removed from the vain in the groin. They had to go through the groin with a 12 fr to capture and protect the filter after gtrs got stuck". "A junior doctor under training was doing the procedure and the attending senior doctor was outside the lab looking at times on how it was going. When the junior doctor hooked the filter on the retrieval set she continued to resheath it. Something went wrong and the whole system got jammed in the patient's jugular vein because the whole filter was not resheathed and the hooks were left outside hanging from the inner sheath. They had to call in the head of the department and together with the senior doctor they succeeded to take the filter out from the femoral vein going retrograde in with a 12 fr. Performer introducer and a indy snare. It was not an easy task as they had to cross the stents they had placed earlier and when almost reaching the femoral vein entry, the gtrs introducer was at full length in with the body part of the filter in the gtrs introducer and the legs of the filter in the 12 fr. Introducer and the last part needed to be taken out performing a minor open surgery of the vein. Afterwards the patient was fine with no complications but with some pain". Patient outcome: the patient did require an additional procedure, "open surgery of a part of the femoral vein", due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence